Manufacturer narrative:
PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the cope mandril wire guide became caught on the 21g access needle during removal in a percutaneous nephrostomy placement. There was resistance during the removal and a portion (~1.5 cm) of the wire guide separated and remained in the subcutaneous tissue. The procedure was completed successfully and no additional intervention was attempted. As reported, the patient did not require any additional procedures due to this occurrence. Patient demographics and medical history have been requested but are not available at this time.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, drawing, manufacturing instructions, quality control and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed and the device master record has shown that sufficient controls are in place to detect this failure mode prior to release. A review of the device history record for lot 8426909 showed four nonconformances, of which only one for an insufficient solder was relevant to this failure mode. All nonconforming devices were scrapped and all remaining devices in the lot underwent quality control activities such as inspections for tensile strength, outside diameter and tip solder security. It should be noted that no other complaints were reported for this lot number. Based on the information provided, no returned product and the results of our investigation, a definitive cause can be traced to the user. The customer reported that the wire guide was withdrawn through an access needle, which is advised against by a label that is attached to the wire guide holder. The label warns that damage may occur if the wire guide is withdrawn through a needle. The failure mode exhibited in this complaint has been previously observed in other complaints and is a common occurrence when the wire guide is withdrawn through a needle. Failure to follow instructions was found to be the biggest contributing risk factor to this device failure. A letter has been sent to the customer notifying them of the results of this investigation. The appropriate personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
No new event description information to report at this time.